Manufacturer narrative:
(B)(4): it was reported that a patient underwent a pelvic floor repair procedure on an (B)(6) 2006. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and uterine prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal in (B)(6) 2007 by due to uterine prolaspe, bleeding, infection and pain. It was reported that the patient underwent mesh revision/removal in (B)(6) 2010 due to vaginal pain, mesh exposure, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-12591. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning, irritation, dysuria, vaginal discharge and atrophic vaginitis. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and leaking of urine. (B)(4).